Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient developed a hematoma at the impella access site. The patient was taken to the operating room and the hematoma was evacuated. Two units of packed red blood cells were administered and heparin was held. Additionally, the patient had mild discomfort at site but felt good otherwise. The patient was sitting in a chair. Overnight, the patient had atrial fibrillation with rapid with rapid ventricular response which resolved with amiodarone drip. The bag and cassette were changed at one in the morning. Increased in purge pressure was noted from 500/600's to 900/1000's. The purge system blocked alarm. Alarm was disabled. A discussion was had and a decision was made to switch the purge solution to tissue plasminogen activator. No changes in flow or motor current were noted. Echocardiogram was showing optimal impella position. Another echocardiogram was done showing good position and no evidence of thrombus.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿